Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: analysis of the returned device identified: weight to the spec, wear abrasion and crease fold. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right-side "infection with pseudomonas bacteria¿ and ¿imf incision infection noted on exam¿ .device was explanted. Infection was treated with cipro.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: infection.

Event description:
Healthcare professional reported right-side "infection with pseudomonas bacteria¿ and ¿imf incision infection noted on exam¿. Device was explanted. Infection was treated with cipro.